Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that while in use of a smiths medical solis vip pump, white residue was noted on the pump and bag and it was assumed that a leak occurred. It was also reported that it was noted that the connection was not fully tightened or that it became loose over the past 46-hours. No adverse effects were reported.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that while in use of a smiths medical solis vip pump, white residue was noted on the pump and bag and it was assumed that a leak occurred. It was also reported that it was noted that the connection was not fully tightened or that it became loose over the past 46-hours. No adverse effects were reported.